Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
There was broken the u-lag connector when attempted to insert the u blade by u blade inserter. But complete to insert the u blade and complete the procedure. The u lag connector was removed our of patient body by the (B)(4).

Manufacturer narrative:
Event description indicates the u-blade lag screw connector to be the primary product. No further associated products are reported. Deviations in the device history record were not found and the u-blade lag screw connector returned was documented as faultless prior to distribution mechanical properties of material and dimensions in the relevant undamaged areas are within specified tolerances. Appearance of the breakage surfaces in combination with slightly oblique fracture line indicates that the device broke in a forced brittle manner due to disproportional force and/or bending stresses by levering the instrument. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
There was broken the u-lag connector when attempted to insert the u blade by u blade inserter. But complete to insert the u blade and complete the procedure. The u lag connector was removed out of patient body by the (B)(6).